Event description:
Philips received a complaint on the v60 ventilator reporting a low leak co2 rebreathing risk alarm occurred. The system was reported to be in clinical use. The unit was removed from patient without incident, no patient harm, however, therapy was delayed as a result. The unit was removed from service. The issue was duplicated during testing. The customer declined service contract repair and will order part. The remote service engineer advised the customer to check bottom of unit exhalation port for obstruction, if none replace flow sensor assembly, the recommended part replacement information was provided.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the flow sensor assembly being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered flow sensor assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.